Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited low out of range impedances. As a result the lead and device were explanted and replaced. Prior to the explant, the patient stated that they felt lightheaded. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.